Event description:
Supprelin la implant placed (B)(6) 2010. During explantation on (B)(6) 2011 implant broke into 3 pieces. Per surgeon, this was a variation to his prior experience with this device. This was one of four implants that broke during explantation in a 2 day period. Surgeon verbalized the integrity of implants placed approximately one year ago are inferior to implants in prior 18 months and beyond.